Event description:
During sagittal split ramus osteotomy, system used to implant luhr 2.0 screws. During procedure both 10:1 reduction heads and 1:1 transmission heads failed after being used for less than 1 minute. Another contra-angle head was used but had to be flash sterilized before use and required an add'l 30 minutes time added to case. Total of 4 product failures.